Event description:
The rca had a 100% occlusion. Lesion crossed with corsair pro 135 cm and whisper wire. Once lesion was crossed, the catheter was moved past the lesion and the wire was exchanged for the sion blue. There was ballooning with a non-nc balloon and stent placed. Then afterwards the nc balloon was used to post dilate the stent. The balloon was inflated to 25 atm. Afterwards, when removing the balloon, the sion blue wire was stuck within the nc balloon lumen and the wire was removed with the balloon. We lost wire placement at this time. Subsequent attempts to then use a bmw to cross again failed, resulting in not being able to balloon distally. The case was stopped at this point. The patient will be brought back for further intervention.